Event description:
Reference number (B)(4). Event occurred in brazil. It was reported that the patient experienced an event of insulin flow blocked on (B)(6) 2025. Troubleshooting confirmed blockage in the tubing leading to high blood glucose. No further information was available.